Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, the enroute arterial sheath moved when the vessel was clamped, causing the 0.035" wire to advance outside of lumen. Extravasation was observed. The physician surgically repaired the site of extravasation and placed an unplanned stent to cover the dissection. The procedure was completed, and no further complications were reported.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. A followup MDR will be submitted when additional information is obtained. Complaints will continue to be reviewed and monitored for trends.